Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative that they had a lead placed in the motor cortex and the surgeon had tried various settings to obtain pain relief. The battery had depleted and the patient was frustrated with the amount of recharging being done to replenish the battery. The settings were recently charged from 180hz to 360hz in an attempt to provide pain control. The issue was not resolved at the time of the report. Additional information received. Rep reported battery was going from 100 to 30% in about 10 hours. Lead being implanted in the motor cortex was off label use. Actions to resolve issue was physician may alter programming. It was determined to get the pain control first before cycling. Issue not yet resolved.